Event description:
The status of patient began to deteriorate with decreased loc, level of conscious, and perfusion noted. Less than one half hour later, physician to bedside and patient noted to be gasping. Within a few minutes, the md in attendance and fluid resuscitation ordered with nahco3, bicarb, and ns, normal saline. Prosting gtt, drip, increased to .05mcg/kg/min. Prostin bolus to clear IV tubing following fluid bolus per md order. Line occlusion alarm noted and tubing checked for patency. Slide clamp noted to be closed causing occlusion. A few hours later the patient coded and resuscitation efforts started. Stopped a few minutes later and patient pronounced.